Event description:
It was reported that during an unknown procedure, after firing the device could only be opened with application of excessive force. With the second reload it could not be opened, had to remove the cutter with the trocar. No further information is available. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): device not returned. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.